Manufacturer narrative:
Product ID: neu_ptm_prog, serial# unknown, product type: programmer. Patient product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
A trial patient reported that while he was getting dressed/undressed the night prior to this report, his wire/cord came out of his back/broke .it was added that patient¿s wires were too small for his level of activities. Additional information received later that, wire came loose as he was pulling up his pants. Temporary leads are only held in place by tape. No device malfunctions to report and no items to return. It was added that patient would be evaluated this week to determine if benefitted from therapy or needs to be referred to advanced evaluation. A follow-up report will be sent if additional information becomes available.